Event description:
It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was an issue with under fill of tubes. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: under fill.

Manufacturer narrative:
H.6 investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for underfill with the incident lot was not observed. Draw testing was performed on the samples and all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was an issue with under fill of tubes. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: under fill.